Event description:
During an f.a.d procedure, when the physician attempted to remove the guidewire, the distal tip broke-off in the patient's l5-s1 intervertebral disc. It was reported that the pt did not suffer any adverse consequences from this event and the physician did not plan any medical or surgical intervention.

Manufacturer narrative:
Follow up conversation with company rep reporting the event. No conclusion can be drawn.